Event description:
Pump overinfused. The nurse immediately observed the medication was being infused too quickly, and removed the pump from the pt and switched to another pump. The pt involved suffered no injury.